Event description:
It was reported that pump experienced malfunction after customer used it in ocean and pump may have gotten wet. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections (mdi) for insulin therapy.